Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that prior to performing a retrograde intrarenal surgery (rirs) on a patient by using the ngage nitinol stone extractor, the physician found that the basket of the device could not be opened or closed. No unintended section of the device remained inside the patient¿s body. The patient did not require an additional procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information was requested regarding the failure of the device.

Manufacturer narrative:
Investigation - evaluation: a review of complaint history, device history record, manufacturing instructions, quality controls, functional test, and visual inspection was conducted on the returned device during the investigation. The evaluation of returned product shows that the product had kinks in multiple places, handle was broken. The complaint was confirmed based on the evaluation results. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and no non-conformance was noted. A complaint history search revealed this complaint to be the only reported complaint associated to the complaint lot number. Based on the provided information a definitive root cause cannot be established or reported at this time. Per the quality engineering risk assessment no further action is required.